Event description:
It was reported that during a laproscopic cholcystectomy when the surgeon removed the instrument from the trocars. A piece of metal rim broke off and fell into the abdomen. The metal piece was removed from the abdomen and the case was completed with no pt consequences. The ethicon rep met with surgeon after the case and discovered that the surgeon had pulled the suture prior to deploying the endopouch.